Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by uf/importer report # (B)(4): event 1: describe the event or problem: due to inability to clear air-in-line alarm when infusing concentrated norepinephrine, patient developed hypotension during troubleshooting of the pump and required rapid response team interventions, which included administration of three different vasopressor drugs, calcium chloride and albumin. This alarm occurred again a few hours later and tubing and pump were changed at that time, but alarm again recurred.